Manufacturer narrative:
(B)(4). Batch # u93d1h. Date of event is 2020. Event day and event month were not reported. Investigation summary the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired. Therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lung volume reduction, the el5ml device kept spitting clips, had feeding issues, and fed clips sideways into the jaws. Unformed clips were ejected and malformed clips were fired from the device. Clips were not completely closed (clip gap). Another instrument was pulled and it worked. There were no patient consequences.